Event description:
Procedure type: sleeve gastrectomy. As reported in literature: reinforcing staple line during laparoscopic sleeve gastrectomy: prospective randomized clinical study comparing three different techniques, seventy-five patients underwent laparoscopic sleeve gastrectomy (lsg) evaluating three different techniques of handling the staple line during lsg. From (B)(6) 2008 to (B)(6) 2009, four patients experienced postoperative leak (5.33%). These four postoperative leaks developed between pod 11 and pod 35 and required some procedural intervention. There was one subphrenic hematoma that developed in a patient. Patient from the no reinforcement group experienced a subphrenic hematoma on pod 35. Treatment: placed covered metallic endoscopic stent; outcome: complete fistula healing was reached on pod 87.

Manufacturer narrative:
(B)(4).